Event description:
It was reported that the device was explanted and replaced. The patient was in stable condition following the procedure and there were no adverse consequences.

Event description:
It was reported that reprogramming did not resolve the false eri alert, so device explant was anticipated.

Manufacturer narrative:
The complaint of multiple false elective replacement indicator (eri) alerts occurring in the field was confirmed but could not be reproduced during analysis. The device was received with a false eri alerts triggered, while the battery level was above eri. Analysis of the device image indicated false eri alerts occurred in the field due to transient low battery voltage. On the day of false eri, the momentary voltage decrease was recorded below the eri level. Field information was requested regarding to possible device exposure to external electromagnetic interference/frequency sources, which is consistent with the reason for transient low battery fluctuation that can trigger false eri. The requested information was not available. After clearing the eri alerts, the device was monitored in the lab. The device showed normal characteristics without triggering false eri, and no battery fluctuation occurred. Electrical and mechanical tests indicated the device exhibited normal functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A false elective replacement indicator (eri) error for battery depletion was observed on the device during a routine follow-up. The alert was cleared to resolve the event. In a subsequent in clinic follow-up, a false eri alert was noted again. The diagnostics was cleared and the patient was in stable condition.